Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the device would not power on due to a faulty converter and blown out fuse. However, the specific cause of the faulty converter and blown out fuse could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device could not be turned on due to a faulty converter, and as a result, the fuse was burnt at start up. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the high flow insufflation unit could not be turned on. The issue was found during a therapeutic laparoscopy procedure, which was completed without delay with another device. There were no reports of patient harm.